Event description:
The local hospital technical engineers reported to covidien service department engineers the alarm on the warmtouch did not come on, the temperature was above specification and it did not perform the step down to the lower temperature, they reported the cause as either the main pcb, thermistor sensor, or both. There was no information provided from the technical engineers to suggest the event occurred during any patient use.

Manufacturer narrative:
The unit was returned to the covidien service department in the united kingdom for diagnosis and performance verification testing (pvt). All electrical safety tests were performed to the test instruction specifications. The unit performed as intended and temperature range was within specification. The failure was not confirmed. The power cord was found to be broken or in poor condition and was replaced per servicing. There was no test data provided by the hospital engineers to confirm any diagnostic testing was performed in support of their conclusions regarding the cause of the reported failure. Note: the warmtouch (B)(4) is not distributed in the u.s. However, the warmtouch 5300 is of essentially identical design and is distributed in the u.s. The 510k number for the warmtouch 5300 is k020604.